Manufacturer narrative:
Results: release handle assembly. Handle retainer plate.

Event description:
It was reported by service report that the head left side rail could not properly lock in the up position due to a broken siderail release handle. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.